Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) showed a minute ventilation (mv) rate response not as expected. The crt-p remains in service at this time. No adverse patient effects were reported.